Manufacturer narrative:
The heartmate ii lvas was not explanted and was not available for evaluation. A direct correlation between device and the reported event could not conclusively be established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient age was not provided. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 26 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2018, the patient was implanted with a left ventricular assist device as a bridge to transplant. It was reported that the patient expired on (B)(6) 2018 due to a hemorrhagic stroke. The device was not explanted and will not be returned for evaluation. No further information was provided at the time of this report.